Event description:
A report received from the clinical study in foreign country, associated a cypher stent with a type a dissection that required stenting. The procedure was an elective coronary intervention on a female patient, and the dissection was noted on the proximal left anterior descending coronary artery, after stenting the mid part of the artery. The dissection was determined as highly probably related to the cordis product and the dissection was treated by stenting. During this procedure, kissing balloon was done in the left anterior descending and the circumflex area.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent delivery system balloon is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent delivery system balloon. Additional information will be submitted within thirty days upon receipt.